Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca), 'bubbles' occurred. The lesion being treated was located in the left anterior descending artery (lad). When aspirating from the extension tubing connected to the toughy, bubbles occurred along side of the balloon shaft. The bubbles would not clear, so the physician replaced the balloon and no bubbles were noticed. The bubbles were never evident within the maverick, just along side of it. When the maverick balloon was exchanged for another balloon, the bubbles were no longer seen. No pt complications were reported. Pt's status reported as "good/stable".